Event description:
Procedure: laparoscopic assisted sigmoid resection. Reportedly, after firing the stapling row was complete, however, the device could not be removed, because the outer tissue was not completely cut by the knife. The outer tissue, was cut by manipulation through the anus. The surgeon elected to perform a low anterior anastomosis with another device. Unanticipated loss of tissue occurred.